Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was making audible tone similar to an ambulance siren. Moreover, the patient stated that 3 or 4 years ago, the physician turned off the device due to lead fracture. Boston scientific technical service (ts) discussed audible tones and advised patient to contact current clinician. To date, this device remains in service. No additional adverse patient effects were reported.